Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found the collar wash valve failed. The fse replaced the collar wash valve to resolve the issue. (B)(4).

Event description:
The customer reported that their unicel dxc 600 pro synchron system generated "cartridge chemistry cuvette dry before dispense" error. Upon troubleshooting with the customer technical support over the phone, the customer found reagent probe a wash fluid was dripping onto the drip well. The leak was contained to the instrument. The operator wore gloves and a lab coat while troubleshooting. No one was injured or needed medical attention. No erroneous results were generated.